Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gast rointestinal/ pelvic floor. It was reported that the patient had an unrelated MRI of the knee on the day of the report and during the MRI, she felt a funny feeling. She stated that she felt an uncomfortably stimulation and it hurt. She confirmed only feeling it during the MRI but did not feel uncomfortable stimulation after. The patient stated she had an appointment with the healthcare professional next week.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported the uncomfortable stimulation had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.